Manufacturer narrative:
(B)(4)

Event description:
It was reported that the asymptomatic patient presented in clinic for follow up. Chest x-ray was performed and revealed the right ventricular lead had dislodged. The lead was explanted and replaced. The patient was in stable condition.